Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip at the midpoint of the grip. A piece approximately 0.170" x 0.132" was found to be broken off. The broken piece was not returned. Additionally, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis. Review of the provided image is consistent with the tip broke off. No further escalations required for the image review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument tip broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported the working tip snapped off. The issue occurred intraoperatively but unclear at what point during the procedure it happened. The customer noticed the missing fragment when they removed the arm to clean the tip. They were unsure if it fell in the patient or possibly on the drape. An x-ray was taken from multiple angles before closure. Fragment could not be seen. X-ray of specimen and specimen trap on suction unit but fragment was not seen.